Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that they had a revision where the implantable neurostimulator (ins) and leads were changed from occipital to motor cortex. Previously the ins was on her left side when using it for occipital stimulation and now she used it for motor cortex and it was on the right side. The patient's relevant medical history includes occipital neuralgia. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.